Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, h6.

Event description:
Patient reported "capsular contracture baker grade unknown". Later patient reported "capsular contracture baker grade ii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2010 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown". This record is for the right side. Device remains implanted and is unknown if it will be returned.